Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and could not confirm the no alarm issue. The device was tested with a simulator, revealing no errors. A review of the clinical audit logs starting at 7:25 revealed an asystole alarm was generated and acknowledged at the central station one minute later followed by an acknowledged bradycardia alarm, and then another asystole alarm, which was also acknowledged. After the last acknowledgment occurred at 7:28 and then the telemetry device was placed in standby. At 8:16, the device was moved to monitoring mode and an asystole alarm was generated, followed by acknowledgment at the central station. A philips product specialist engineer (pse) and a clinical application specialist (cas) also reviewed the audit logs provided by the customer and confirmed that the device alarmed several times during the time of the event. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer believed the device did not generate and alarm and the patient passed away. The device was tested with a simulator, revealing no errors. A review of the clinical audit logs starting at 7:25 revealed an asystole alarm was generated and acknowledged at the central station one minute later followed by an acknowledged bradycardia alarm , and then another asystole alarm, which was also acknowledged. After the last acknowledgment occurred at 7:28 and then the telemetry device was placed in standby. At 8:16, the device was moved to monitoring mode and an asystole alarm was generated, followed by acknowledgment at the central station.